Manufacturer narrative:
Product analysis of the returned device revealed that the stent was partially deployed by 3mm. Visual examination found that the distal stent wires were uncrossed. There were no other issues with the profile that would have contributed to the reported complaint. A review of the manufacturing records for this batch number found that the device met its material, assembly, and product specifications. The root cause of the stent damage can be attributed to handling.

Event description:
Event determined to be reportable based on analysis approved 01/04/2008: it was reported that during an unspecified procedure, advancement difficulties occurred. The anatomy location, percent of the stenosis, and degree of calcification of the lesion are unknown. The carotid wallstent 10mm x 31mm stent delivery system encountered difficulty upon advancing "due to the patient's tortuous vessel". The device was removed and an unspecified stent was successfully implanted. No patient injuries or complications were reported. The patient's status was reported as "good". Analysis revealed stent damage.